Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused an unspecified alert screen. Another device was used in which the clean blade message occurred. The device was removed from the patient and when cleaned, the blade fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient. Two devices will be returned.

Manufacturer narrative:
(B)(4). Additional information: the customer did not return (1) ace45e and (1) ace36e but two ace36e devices. Device a was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of an error code 5 or instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade. Device b was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade. Device b batch j90z35, mfg date: 3-19-2012, exp date: 2-19-2017.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.